Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional information: a1. Additional b5 narrative: it was reported that the patient underwent revision of mesh on (B)(6)2011 due to adhesion, pain, and obstruction. It was reported that the patient underwent removal of mesh on (B)(6)2102 and the new mesh was implanted due to hernia recurrence, pain recurrent obstruction, and recurrent adhesions. Mwr-10092020-0000801919 submitted for adverse event which occurred on (B)(6)2011. Mwr-10092020-0000801930 submitted for adverse event which occurred on (B)(6)2102.

Manufacturer narrative:
Date sent to the FDA: 9/09/2020.

Manufacturer narrative:
Corrected information: d2b.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The other procedure is captured in a separate file. No additional information was provided.